Manufacturer narrative:
Product ID 8781, lot# 0217384500, implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Surgical intervention in the form of cutaneous and subcutaneous suture was performed on (B)(6) 2019. The event resulted in in-patient hospitalization and life-threatening illness/injury. The event resolved without sequelae on (B)(6) 2019. The event was considered related to the device/therapy (intrathecal/spinal portion of catheter), related to the implant procedure, and related to the intrathecal site.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, serial# unknown, implanted: (B)(6) 2019, explanted: unknown; product type: catheter; product ID: 8781, lot# unknown, serial# unknown, implanted: (B)(6) 2019, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: asku; product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving lioresal 2000 mcg/ml at 100 mcg/ml via an implantable pump for spasticity and cerebral palsy. It was reported that the patient reported at an examination that they experienced a spinal headache without fever. It was also reported that there was a cerebrospinal fluid (csf) leak and csf subcutaneous collection. The csf leak was noted to be via a lumbarscar. Interventions included hospitalization and additional stitches on (B)(6) 2019. The event was not resolved at the time of this report and the event was ongoing as of (B)(6) 2019. The event was related to the implant procedure. The patient status was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical study was asked if a blood patch was performed, and in response it was reported that the intervention taken was just blood cutaneous suture.